Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to g2 (inadvertently selected healthcare professional). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be the following: 1) the tissue pad was severely worn out because the ultrasound was output with the gripper closed without gripping the tissue (including after the tissue was cut). 2)since the tissue pad was worn out, the grasping section and the distal end of the probe came into contact. 3)the output was ultrasonic activated in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. Also, an error occurred. 4)the device was ultrasonic activated or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. Also, an error occurred. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a short circuit occurred with the sonicbeat front-actuated grip. The issue occurred during a therapeutic gastrectomy procedure. Another device was used and the procedure was completed normally without delay. The device was inspected prior to use and there were no issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the pad was worn with metal exposed. The report is being submitted due to defect found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.